Event description:
Alleged the brake will not stay locked on the bed.

Manufacturer narrative:
The hill-rom field investigation included the brakes were locking properly, and could not duplicate brakes not holding on the bed.